Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct on (B)(6) 2018. According to the complainant, during unpacking, the seal of the device pouch was already open. The inner pouch was noted to not be damaged otherwise. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the upper side seal (chevron) of the pouch was completely opened and the inner side of the pouch has the mark that was left when the pouch was sealed (white line). It was noted that the other three sealed sides of the pouch looked good, the sealed marks are observed all around the pouch. There was an indication in the pouch that it was highly manipulated; however, it was in good condition, no damages, tears nor ruptures were observed. The pouch has its original label and no damages were observed on it. The noted failure likely occurred due to handling of the device without direct patient contact either during unpacking, preparation, or shipping; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct on (B)(6) 2018. According to the complainant, during unpacking, the seal of the device pouch was already open. The inner pouch was noted to not be damaged otherwise. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.